Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, cuts were noted in the insulation, which as probably a result of the operating process. The analysis did not show any further deviations that could be related to the clinical complaint. The measured electrical values were within specifications. The fixation was without abnormalities. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 1 month, a dislodgement was reported. Loss of capture was observed during the revision. The physician decided to exchange the lead. The lead was explanted and returned to biotronik. No worsening of the patient's state of health was reported.